Event description:
It was reported that the tube from the compact evacuator became dislodged from the suction mechanism, causing blood to be spilled onto the sheets, bed, bed rails, pt and floor. It was also reported that the plug popped out form the spout pourer. No additional clinical information was received prior to this report.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The lot number for this device was not provided, therefore no device history records could be reviewed. The cause of this complaint cannot be determined because the device was not returned.